Event description:
Reportable based on device analysis completed on 02oct2025. It was reported that difficulty advancing occurred. A 200cm x 10cm fathom -14 guidewire was selected for use for interventional therapy for liver cancer. During advancing, the wire was not smooth. The procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed detachment at the distal tip section.

Manufacturer narrative:
A4 - weight: 67.5 kg. E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual and microscope inspections were performed. It was possible to observe that the device was detached at the distal tip section. No other issues were identified during the product analysis.